Manufacturer narrative:
The insulin pump was received with operating currents within specifications. No intermittent blank display or multi-color display anomalies noted. The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump had a missing end cap sticker and a cracked case at the lcd window corners and reservoir tube.

Event description:
The customer called to report that the insulin pump was showing a multi-colored screen, and then stopped working. Prior to the issue with the screen, the customer had surgery and wore the insulin pump during an MRI scan. Ever since then, the customer states her blood glucose levels have been erratic. The blood glucose reading at the time of the call was not reported. Advised the customer that the insulin pump would be replaced. Nothing further was reported.